Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and the lens having foreign material on lens surface. (B)(4).

Manufacturer narrative:
The product is manufactured in the u.s but not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.0 diopter, in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2017 due to significant reduction of endothelial cell count. As of the date of MDR submission, the lens has not yet been returned. The patient's post-op best corrected visual acuity (bcva) was 20/22.